Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that when they reported that "it did not work", they were referring to the "battery in the stimulator". They had tried to charge the battery in over a year and it hadn't worked on the left side. They did start experiencing symptoms in (B)(6) 2019, but they didn't state what symptoms they had. They did not know if replacing the stimulator resolved the issue because they hadn't tried it yet because they had to have a second surgery. No further details were provided. Additional follow up will be conducted to try and obtain clarification. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They clarified that the device wasn't helping their pain because the lead didn't work and had high impedances, so the lead was replaced (on (B)(6) 2019. The patient also reported that a fall had occurred, but it was unclear to them if the device was working before the fall. After the lead replacement, the device was working; issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2019, the patient went to their doctor and it "did not work". The patient was going to see their doctor some other day. No further information was provided so follow up will be performed to obtain clarification. No symptoms were reported. No further complications were reported or anticipated.